Event description:
It was reported that the distal end of the nail bent during insertion. Another nail had to be used and surgery time was extended by more than 30 minutes.

Manufacturer narrative:
Na